Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see: 0001822565 - 2018 - 01573. Concomitant medical products: 00625006530, bone screw, lot 62466438, 00625006525 bone screw, lot 63059068, 00630505036 xlpe liners, lot 62902911, unknown part/lot, competitor femoral head, femoral stem. Foreign the event occurred in the (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address pain and squeaking with severe limp. The patient had clicking of the hip which lead to an x-ray being performed. This showed evidence of the locking ring malfunctioning. At revision the locking ring was found to have completely dislocated and the liner had fractured. There was also metallosis present. It should be noted, the zimmer biomet acetabular devices were used in conjunction with competitor femoral head and stem devices. Attempts have been made and no further information has been made available at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Photographs of the exposed wound and the explanted products were provided. An xlpe poly liner and an acetabular porous shell were returned. Visual inspection of the liner determined that the locking ring groove had completely fractured. Nicks, scratches and gouges were noted on the inner and outer spherical surfaces. X-rays were provided the review stated that there was an asymmetric position of the femoral head within the acetabular cup suggesting polyethylene wear. Liner metallic foreign bodies adjacent to the acetabular cup were noted, representing evidence of liner fracture versus dislocated locking ring. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's right hip was revised due to clicking of the hip 3 years post implantation. It was noted that the locking ring has dislocated, the liner has fractured. Metallosis was also noted. Head and stem were stryker products. Attempts to obtain additional information have been made; however, no more is available.